Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) found in the device logs. The cause of the iipv found in the logs was determined to be insufficient drain: one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010, during drain cycle 3. The drain volume was 4631ml. The programmed fill volume was 2500ml. This drain volume meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no patient injury or medical intervention associated with this report and the home patient was doing well with treatments on the new homechoice device.